Event description:
The drive pressure on then top drive module of the ventricular assist device (vad) drive console became uncontrollable while transporting the pt within the hosp. The pt was successfully switched to the lower drive module of the drive console, and subsequently to a backup drive console.